Event description:
It was reported that the pump exhibited both an acu watchdog failure and a primary audible alarm power on self test (post) that repeatedly came up even after powering down and entering the biomed code. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was unable to duplicate the reported problem. The device was within specification. As a preventative measure the speaker was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.